Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: promus element, mr, ous 2.75x16mm stent delivery system catheter was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut from the most distal strut row of the stent was lifted. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of the left circumflex artery. A 2.75x16mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the front end of the stent structs were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of the left circumflex artery. A 2.75x16mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the front end of the stent structs were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.